Event description:
Related manufacturer reference number: 2017865-2024-34081; related manufacturer reference number: 2017865-2024-34084. It was reported that the implantable cardiac defibrillator (ICD), right ventricular (rv) lead and left ventricular (lv) lead were explanted due to infection. The whole system were replaced on the later date on (B)(6) 2024. The patient status throughout the procedure is unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-34082 as the event of infection is not related to the implant site or implanted device, as the infection occurred as the result of another factor or source.